Event description:
It was reported that there was a disconnection between the patient connector of a transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was stated the patient was given antibiotics as a precautionary measure. H10: a titanium adapter with unknown product code and lot number was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The dimensions of the adapter were measured and were found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g1. Additional information b5, h6 and h10. Correction to g1: the previously submitted manufacturing location of baxter unknown to changed to swinford. Additional information b5: the cause of the disconnection was unknown. The nurse advised that the titanium adapter was changed as a precautionary measure. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.